Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a stuck guidewire was confirmed and the cause appears to be use related. The product returned for evaluation was 0.038" x 70cm guidewire. The investigation findings are consistent with damage caused by retraction of the guidewire against the introducer needle. The returned product sample was evaluated and the guidewire was broken and the coil wire was unraveled. The damage region consisted of unraveled guidewire which began 1.6cm from the curvature of the ¿j¿ tip. It appeared that the inner core wire had broken which allowed the outer coil wire surrounding it to unravel. Biological material was seen on the wire which may have contributed to the observed guidewire fracture as retraction of the wire, together with the biological material, through the needle could have caused the pieces to become stuck. This was likely one of the main contributing factors to the event. Curling of the inner core wire was also seen which is characteristic of retraction against a sharp edged object (such as the needle bevel). Normal movement of the guidewire is away from the sharpened bevel and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against sharp edge of the needle bevel causing shearing damage. An examination of the wire structure revealed no potential damage/defect related to manufacture of the product.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reyi0195 showed no other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
Health professional reported that during insertion of a sheldon in the right internal jugular vein, the guide ire became stuck in the jugular vein. Staff had difficulty removing the guidewire but were successful after 10 minutes of trying to remove. Patient had a venous compression but no hematoma.